Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment and denied damage to the battery cap or moisture and corrosion in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. The battery compartment was also cracked at the threads. The battery cap was able to secure properly to the pump and maintain an electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.